Event description:
An endurant stent graft was prepared for use in a patient. It was reported that a meier wire would not pass through the device, specifically the tapered tip, and the device could not be successfully prepared for use in the patient. The device never touched the patient. Another endurant 16x16x124 device was retrieved and successfully used. This event had no impact on the patient or the outcome of the case. The device was returned for analysis. Upon inspection of the delivery system, there was slight kinking in the graft cover. A wire was inserted through the distal tapered tip and met an obstruction approximately 39 mm from the distal end. The tapered tip was cut to reveal the point of the obstruction and a hard, translucent, glossy material was discovered. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. The cause of the occlusion was due to hydrophilic coating entering the tapered tip lumen. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4).